Event description:
The customer obtained falsely high troponin I results on three heparin plasma samples from one patient. All three samples were tested on an alternate method, and the results were negative. Elevated results of this magnitude might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.